Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon pre-operation check, it was observed the right ventricular lead pacing impedance and capture threshold values had risen. Nothing was done to address these issues. The patient was stable and will continue to be monitored.